Event description:
A user facility reported a defect in an intraocular lens (iol). Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. The reported complaint could not be verified because, the lens was returned improperly re-cased by the customer. One haptic was broken-gusset area on a post of the lens case and distal area in the locking arm mechanism of the lens case. The optic was torn/split/cracked into pieces on two posts of the lens case. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/17/2010 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).